Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided. Further investigation of the complaint is not possible. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air in line alarm. Detailed inquiry description: customer states "bbraun IV pump 512844 was being used as a backer for four vasopressors. This pump repeatedly had air bubble issues despite being primed by the pump per bbraun recommendations. The tubing was changed, and the air bubble alarm persisted requiring the pump to be changed out. Thankfully the vasopressors were running at such a high rate that loss of the backer was not detrimental to the overall outcome of the patient but had this issue occurred on one of the vasopressors itself it could have been. Were this a one-time instance I would write a biomed ticket and move on, but this is a frequent issue experienced by all the nurses. When there is an air bubble these pumps do not offer any way to quickly remove air bubbles that do occur as the priming feature provided to clear them very rarely work to actually clear the alarm. The majority of the time there is not an air bubble, or the alarm is tripped by microbubbles and takes an extensive period of time to fix. ". No injury reported.